Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, the patient underwent scar revision surgery on (B)(6) 2020. During the procedure, the scar was treated with silver nitrate. On (B)(6) 2020, the patient was seen for routine follow up and it was noted that cellulitis has formed. Subsequently, the patient was treated a steroid injection.